Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reports experiencing fluctuating blood glucose (bg) levels 30-250 mg/dl. The past 3 days. The customer reported an elevated bg of 250 mg/dl prior to report. The customer bloused and bg level had begun to stabilize. The customer suspects possible insulin resistance, stress, hormones or settings issue. Customer states they adjusts settings frequently when feeling they are too high or too low without their health care professional (hcp) approval. Additionally, the customer changed their basal rate of 0.7 u/hour to 7 u/hour and later realized the wrong number had been entered. The customer treated high bg's with a bolus of insulin via the pump and low bg's with "glucagon candy". Customer was advised to consult with their hcp to adjust settings. Customer declined.